Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: total abdominal hysterectomy. Cathplace: unknown. Catheter break. The patient underwent removal of catheter on (B)(6) 2011. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. On (B)(6) 2011: several attempts have been made to obtain information with regards to patient outcome, dr. (B)(6) has not returned our call.